Manufacturer narrative:
Additional information was added: the lot was manufactured from october 15, 2018 - october 18, 2018. The device was received for evaluation. Visual inspection revealed silicone oil smeared on a thin area inside the primary packaging. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set appeared contaminated. It was further reported "oil foreign material around the valve in the port body". This issue was identified prior to patient use. There was no patient involvement. No additional information is available.